Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after finishing a case when disconnecting the 7mm extended length endoscope from light lead and camera we notice that the scope appears to be damaged. The connection of the light lead disconnected from the main scope. The scope was sent for sterilization and notice that the scope piece can be unscrew and on the other scopes cannot. This seems not to be functional and safe. No problem during the case, no patient injured during the procedure.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,e3-occupation,g3,g6,h2,h6,h11. Corrected section: h6-component changed to code 431.

Manufacturer narrative:
(B)(4). Updated fields: a3,a4,b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 02/14/2025. An investigation was conducted on 03/11/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. The two adaptors were also returned for evaluation. An attempt was made to attach both the adaptors by screwing them onto the endoscope. Both adaptors were able to be screwed on and screwed off, without any physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.